Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12th may 2026, it was reported by an arthrex employee via email that for an ar-1588rt-ib, tightrope® ii rt, reconstruction with internalbrace¿ ligament augmentation repair and an ar-1588rt-2j, tightrope® ii rt, with deploying suture, the two tightropes broke while being pulled up inside the bone tunnel. This was detected during use in an aclr procedure on (B)(6) 2026 in patient. It was then secured with a no. 5 fiberwire and an abs button, and the surgery was completed (the detailed product number and lot number of the replacement part are unknown). This defect extended the surgery by about an hour. All of the product/fragment was removed, and nothing remains in the patient. Additional anesthesia administered to the patient related to the delay of the surgery. No information about an instrument used to prepare/tap the bone socket for insertion of the implant. Bone quality of the patient is unknown. Adverse patient effects (1 hour surgery delay) has been reported during this issue.